Event description:
The icp graph/icp value did not correspond to the pt's actual condition. The pt's condition worsened, while the monitor showed a value within an acceptable range. Because this complaint was reported through co's foreign facility in thailand, and english is not their first language. The condition of the pt is unk and the actual events of the the incident are not clear. The pt has died, but it is not known what precipitated the death. Neuromonitor, p/c 82-6601, MDR#1219655-1997-00141. Monitor/control unit, cable, p/c 82-6622, MDR#1219655-1997-00143. Neuromonitor basic kit, p/c 82-6631, MDR#1219655-1997-00144.